Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a video signal issue causing vertical lines across the screen. There were no reports of patient involvement.

Manufacturer narrative:
The device as returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunction was identified during the service evaluation: defective charge coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.